Event description:
Covidien received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to view the light-emitting diode (led) indicator and identify the pattern/code for troubleshooting. Customer followed the (tse) recommendations and determined that the malfunction was caused by the graphical user interface (gui) printed circuit board (pcb). The customer will perform the repair. Covidien was not authorized to service the device.